Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Visual evaluation of the returned products confirmed the presence of stains/debris on the packaging materials or products. The stains are small black debris embedded in the mixing bowls, which is greater than the allowed tolerance. Review of the device history record(s) for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. This unit is considered non-conforming when it left zimmer biomet control, based on the evaluation of the returned products. Although a definitive source of the embedded black debris cannot be determined, they were considered to have been introduced during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue for the non-conforming products. Corrective actions were previously initiated to address the issue of debris in the package.

Event description:
It was reported upon inspection in the (B)(6) warehouse, there was a stain on the package. Upon device return, it was determined the stains are actually small black debris embedded in the mixing bowls. No further event information available at the time of this report.